Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record. The system was found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is attributed to a rotated lens. However, as to how are when the lens shifted remains inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had a refractive surprise, and the intraocular lens was explanted and replaced in the unknown eye of a patient, after surgery. The surgeon achieved nrr in the system during pseudophakic measurement.